Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus korea (okr). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In addition, omsc confirmed that dr board design change has been made on april 16, 2018, regarding the phenomenon, image noise with 180 and 150 scopes and the subject device was manufacture ed before the design change. Based upon the information from okr, omsc concluded that the reported phenomenon was attributed to the failure of the printed circuit board (dr board) of the subject device. However, the exact cause of the printed circuit board failure could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). (B)(4) checked the subject device and found that image noise occurred on the subject device when connecting with evis 180/150 scopes, which might be caused by the breakage of the printed circuit board (dr board), and also found that there was no abnormality on the subject device when connecting with evis 190/170 scopes. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that image abnormalities such as image distortion occurred on the subject device when evis 150 series video scopes was connected to the subject device, and also found that the image was normal when evis 170 series video scope was connected to the subject device. In addition, it was found that images were normal when using another system with the used evis 150 series video scope. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.